Event description:
It was reported that during a surgical procedure on (B)(6) 2013 the battery oscillator had no power and froze. Reportedly the batteries and the battery casings were changed but the device still had no power. A spare device was used with no problem. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is retracting medwatch report #2520274-2013-01736.